Event description:
It was reported that there was a suspected over infusion of morphine. The morphine was intended to infuse at a rate of 1.3ml/hour with a total volume to be infused of 49.3ml. The patient began to experience respiratory distress an apnoea and required transfer to a different facility. It was believed the episode was due to inappropriate delivery of morphine. The patient harm was described as "temporary".

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a suspected over infusion of morphine. The morphine was intended to infuse at a rate of 1.3ml/hour with a total volume to be infused of 49.3ml. The patient began to experience respiratory distress an apnoea and required transfer to a different facility. It was believed the episode was due to inappropriate delivery of morphine. The patient harm was described as "temporary".

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : report source, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of morphine was not definitively confirmed or was replicated during device testing. On the date (B)(6) 2024 at the time of 3:06 am an infusion of morphine was started at a rate of 1.3 ml/h with a volume to be infused (vtbi) of 49.3 ml. The infusion was performed overriding a soft guardrails limit that the dose at 25.9 mcg/kg/h was greater than 20 mcg/kg/h. The infusion was stopped at 4:36 am with a check syringe alarm, and then there were clamp open alarms followed with channeling off the syringe module, shutting down the system. The total volume infused was recorded at 1.8766 ml. The recorded volume infused value is in accordance with the infusion duration performed. The inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported issue. The suspect syringe module did not exhibit over infusion during testing and its functional accuracy was within specification. The result during laboratory testing with the facility¿s setup (50 ml syringe, 1.3 ml/h rate and microbore tubing) was an under infusion that was not measurable and outside the low end of the specification (+/- 7%). Root cause: the root cause of the reported over infusion of morphine was not determined. No anomalies were observed with the syringe module that would contribute to the reported event. The syringe module testing did not exhibit any over infusion and its functional accuracy was found to be within specification. The log analysis did identify the infusion of morphine at 1.3 ml/h was performed overriding a soft guardrails limit that the dose at 25.9 mcg/kg/h was greater than 20 mcg/kg/h. Note that this report lists imdrf annex a040502, g02017 , c19, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.